Event description:
During deployment of a bifurcated stent graft, the physician encountered difficulty pulling the main body sheath with contralateral limb sheath through a pinnacle 9fr introducer sheath (no ro markers), as the introducer sheath kept crumpling. A 9fr dilator was run up to straighten out the pinnacle sheath, the physician pulled the surepass wire, as the main body sheath started to come through the introducer sheath, the physician inadvertently pulled on the surepass wire, dilator, and introducer sheath. When the introducer sheath and main body sheath were removed, there was some vessel damage, however, a dye run was not conducted, and the physician elected to close the percutaneous side. After the site was closed, a dye run revealed a hematoma, distal to the bifurcated limb. A cutdown was performed on the contralateral side and the damaged vessel was sewn and repaired. The patient had lost approx 1500ml of blood, and was given 5 units; was taken to ICU while intubated. Patient was extubated in 2009 and discharged two days later, with no other medical events to report.

Manufacturer narrative:
Review of lot records / work orders, prior reports. No issues were noted. Operational context contributed to the event.